Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag of the amia cassette was ripped one-half-inch below the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.